Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with a pocket infection and pocket erosion. The pacemaker and leads were explanted. A temporary pacing wire was placed. On (B)(6) 2018, a new system was implanted. The patient was stable.